Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative found debris in the chimney and the optics. The chimney and the optics were cleaned it to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to debris in the chimney and optics. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a vitrectomy surgery, the system had low illumination from multiport. The surgery completed by increasing the illumination. There was no patient involvement.